Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called and reported the insulin pump powered off without warning during a rewind. The battery had only lasted for three days. Customer's blood glucose was 11.9 mmol/l. Electrostatic discharged was explained to the customer and it was advised a replacement battery cap would be sent. The caller advised there was no damage to the insulin pump or battery compartment. The customer will not be returning the device for analysis at this time.